Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, while implanting a 6 hole 2 mm locking compression plate (lcp), two 1.5 mm threaded drill guides would not screw into the plate properly. The reported issue resulted in a five minute surgical delay. The surgery was successfully completed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials: (B)(6). Device is an instrument and is not implanted/explanted. Device history records was conducted and the: manufacturing site (B)(4), manufacturing date: 02. May. 2014, no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: two of the following device(s) was received: 1.5mm threaded drill guide (part 323.034 / lot 8901583 / manufacture date: may 2014). The returned devices are in excellent condition. There is no damage present on the devices and the threads appear undamaged. A 2.0mm lcp condylar pate (part number 247.349, lot number 3447748) was mated with the returned drill guides. At no time did the drill guides fail to properly connect to the plate. Thus, the complaint condition is unconfirmed and could not be replicated. The device history record showed that no non-conformance reports were generated during production, and there were no issues during the manufacture of the product that would contribute to this complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, while implanting a 6 hole 2 mm titanium locking compression plate (lcp), two 2.0 locking towers would not screw into the plate properly. There was a 5 minute time delay. This report is 1 of 2 for (B)(4).